Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips produced lo results and black chemistry observed. Most likely underlying root cause of black chemistry is improper storage.

Event description:
Consumer complaint of e-5. E-5 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2015 produced result of e-5 upon insertion. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is not verified. Adverse event not reported.